Event description:
It was reported that pump had spiderweb cracks behind touchscreen that affected ability to interact with pump and read pump screen. There was no adverse impact to the customer¿s blood glucose level. Customer continued to use current pump and planned to rely on alternate method if necessary, and technical support arranged shipment of replacement pump.